Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging were available for evaluation. The cage was found not to be broken or damaged in any way during the revision surgery. Additionally, the patient had not achieved fusion which may have contributed to the reported issue . However, without the implant or imaging to evaluate, no determinations can be made as to the cause of the reported issue.

Event description:
It was reported that the sustain o spacer migrated post-operatively, requiring revision surgery.